Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that on (B)(6) 2025, they have been trying to bolus, but the communicator bluetooth light kept blinking and was not recognizing the pump. The patient stated that they were told that sometimes if you're skinny, you have to lift the communicator up a little, which the agent understood as holding communicator slightly off of the skin, so the patient stated that they have been trying that and holding the communicator over the pump for 30 minutes, but it has not gone solid 'and was not going (connecting).' The agent had patient attempt to connect to the pump, and the patient was able to successfully connect and bolus well without issue. The troubleshooting steps that were taken on the call resolved the issue. The patient will monitor and call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the transmitter was not reading the pump. The blue light kept blinking. The patient was due to 12 boluses per day and could not do one until they got help. The patient will be in immense pain and will go to the emergency room (ER) if it becomes unbearable, but they would not receive dilaudid and that was what had been in the pump.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. The patient reported that for a while, and getting worse (over time), they have been having an issue charging their communicator. In order for the communicator to take charge, the patient had to plug the cord in and then ¿push it back ,¿ clarified as they have to push the cord in at an angle to the left and hold it down in order to charge. The patient confirmed plugging the cord in normally would not work, and patient confirmed the communicator is charged because they held it (the cord) down yesterday. The patient mentioned they have seen orangish/yellow and green indicator lights only when charging the communicator. The patient had tried 3 different cords without resolution of the issue. A request was sent to the repair department to replace the communicator due to the cords had to be plugged in at an angle to the left and held down in that spot in order to take a charge.